Event description:
It was reported that a balloon rupture occurred. A 6mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported.